Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. There were two patient alerts for svc coil lead impedance was greater than 200 ohms on (B)(6) 2009 and (B)(6) 2012. Weekly pace lead trend data shows high impedance for min and max svc equal to 16382 ohms between (B)(6) 2011 and (B)(6) 2013. (B)(4).

Event description:
It was reported that there was high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The device will be reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.